Event description:
The customer states that during a sample run smoke was seen coming from both sides of the axsym system's lcd monitor. There were no injuries reported nor damage to the surrounding environment. The customer powered off the system and called for service. There is no impact to any patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
The customer saw visible smoke coming from the left and right side of an lcd monitor installed with axsym analyzer. The customer powered off the axsym analyzer immediately. No one was injured due to this issue. The abbott field service representative (fsr) installed another monitor and reseated the input/output (I/o) panel connections to resolve the issue. Subsequent instrument operations were acceptable.the abbott axsym system operations manual (list number 09a26-06) was found to contain adequate information on the axsym analyzer potential hazards, operational precautions and limitations. A six month search for similar complaints found no similar complaints for the axsym monitor generating smoke.a service history review found no additional customer complaints initiated on axsym since the fsr serviced the analyzer and replaced the smoking monitor. No adverse trends were found due to the issue being evaluated in this complaint.the safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A malfunction of the axsym analyzer was identified. The evaluation indicated an lcd monitor being used with the axsym analyzer malfunctioned and emitted visible smoke. No issues have been documented for axsym since the fsr replaced the smoking monitor. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01 for the issue under evaluation. This is a final report.